Manufacturer narrative:
The received sample was evaluated. Visual inspection confirmed the printed depth markings on the tube were worn however not completely removed. The failure is not related to the manufacturing process. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the labeling was wearing off the tube. The customer did not report there was any patient involvement.